Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when drilling through the locking sleeve, after drilling the front cortex, a strange sound was heard and the drill could not be pulled out. When the entire sleeve was pulled out, the drill came out with it, but the drill could not be pulled out of the sleeve."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received drill show signs of usage. Fretting marks are visible on the surface of the drill where the drill and the sleeve comes in contact comes during usage as minimal clearance is provided between the drill and drill sleeve and repeated relative surface motion has led to fretting. The tip of the drill was also found deformed. The deformation happened most likely due to friction and torsional load. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, with the extent of damage, it can be ascertained that the root cause of the issue is user related. The drill getting stuck inside the sleeve is a direct result of excessive friction between the drill and the sleeve due to a potential misalignment during use, leading to fretting. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "when drilling through the locking sleeve, after drilling the front cortex, a strange sound was heard and the drill could not be pulled out. When the entire sleeve was pulled out, the drill came out with it, but the drill could not be pulled out of the sleeve."